Event description:
Report received that two times during the night line b was found delivering when the nurse reported that they had stopped the infusion. The pump had previously been programmed to deliver 500ml of heparin at 20ml/hr on line b. The night nurse reported that they had turned the line b infusion off. The container and tubing remained in place. The nurse reported that two times during the night they found the pump running line b at the previously programmed settings. The doctor was notified of the unintended heparin delivery. The heparin container was discarded and the pump was replaced. The patient did not experience and adverse effects. There were no reported problems with delivery on lines a,c, or d. Though requested, there was no further informaton available.